Manufacturer narrative:
E1: the name of the initial reporter is unknown. E2 and e3: unknown. The console (aic) was returned for evaluation. The device logs from the complaint date revealed that the console issued the purge disc not detected alarm several times throughout the case. Re-insertion of the pc/ purge disc was observed, yet the console still had persistent problem in detecting purge disc. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of purge disc not detected was broken purge flag. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) does not detect the purge disc. Several cassettes were replaced; however, this issue was not resolved. Additionally, it was observed that a small black plastic piece broke-off from the inside the purge disc fixation. The customer replaced this aic with another device, and it was reported that the patient was stable. No report of patient harm or injury.